Event description:
Abbott aim+ tubing 13575 broke distal to cartridge that is seated in pump. This allowed cladribine chemotherapy to leak out. Pt. Got a little on one of their legs. Pt. Was advised to stop infusion, use chemo spill kit to confine spill and immediately go to md's office or e.r. Per m.d. Pt had no ill effects from this episode.